Event description:
Patient reported left side ¿grade 3 capsular contracture¿ and ¿the implants I have, were recalled¿. Later patient reported "palpable rippling", "feels larger and firmer" and "hardening and pain". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, h6

Event description:
Healthcare professional later reported "capsular contracture with bleed into the capsule." Capsulectomy was performed. Device has been explanted.

Manufacturer narrative:
Clarification to b3: date of onset was reported as (B)(6) 2017 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side ¿grade 3 capsular contracture¿ and ¿the implants I have, were recalled¿. Device remains implanted.